Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the resistance was felt within the right atrial (ra) lead body when the stylet was attempted to be inserted, the physician felt it was "sticking and stiff." The lead was not used and a replacement lead was used instead. It was also reported that the right ventricular (rv) lead was cut in half during pocket closure, damage was visualized and the lead exhibited high / undefined impedance. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.